Manufacturer narrative:
Hamitlon medical ags conclusion: root cause: defective oxygen mixer assembly. Correction: replace defective compnonent.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failure regardless of source.